Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000218, product ID: bi71000219, g2: foreign country - united kingdom h3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that navigation tools were inaccurate. It was noted that there was a medial breach. Medtronic received information regarding an imaging system. It was reported that there were navigation inaccuracies with navlock and udg instrumentation. Passive planar reported to be accurate. The probable cause of the reported issue was that it was most likely issues with the physical instrumentation itself or user error.

Manufacturer narrative:
H2) additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that it was possible there was an issue with the imaging system tracker.